Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, lot # l60025, implanted: (B)(6) 1999, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000mcg/ml at 258.9mcg/day) via implanted pump. The patient's medical history and concomitant medications were unknown. The patient's indication for use was also unknown. A telemetry problem with the clinician programmer was reported. The hcp reported that while updating the pump after a refill they lost telemetry and the pump went into stopped pump mode. The hcp, reprogrammed and updated. The hcp confirmed the update was successful. The issue resolved during the call. No symptoms were reported.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the hcp was able to get the patient up and going without any issues. She had performed 4-5 refills since that event and had not had any further issues. The cause of the event was unknown. No further information was provided.